Manufacturer narrative:
No files or parts have been received by the manufacturer for eval.

Event description:
A medtronic ent representative reported that during a functional endoscopic sinus surgery (fess) the surgeon was navigating the shaver the screen went black for a few seconds and then came back up. No one touched the fusion system or the monitor during this time. The surgeon chose to proceed with navigation. There was no impact on pt outcome.